Event description:
During a complicated ivc filter retrieval due to the filter being tilted, the hook imbedded into ivc wall, one of the filter legs fractured. The filter leg migrated to the right atrium where it was retrieved. Manufacturer response for ivc filter, celect (per site reporter): asked the appropriate questions about the product and basic history of incident. Sending additional standard survey questions regarding activity and device. Sending return and credit/replacement product info.